Event description:
It was reported that a patient may have fallen or almost fallen off an operating table.

Event description:
It was reported that a patient may have fallen or almost fallen off an operating table.

Manufacturer narrative:
Based on communication with the user facility, it was concluded that no incident has occured.